Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead has had a high threshold measurement recorded in (B)(6) of this year, a possible sensing issue due to sic (sensing integrity counter) count from december of last year, and a high svc impedance measurement recorded about three years prior. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was noise on the right ventricular (rv) lead. It was noted that there was one non-sustained ventricular tachycardia episode lasting one second that was only noise. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.